Manufacturer narrative:
Result of investigation: a vyaire field service representative (fsr) went onsite and evaluated the ventilator. Checked unit. Performed calibrations pneumatics calibrations were a bit off. Had some issues with pneumatic system. Was able to calibrate and test. Unit working to manufacturing specification.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the 3100 a ventilator doesn't seem to be working correctly. The customer reported that the ventilator is not alarming while both it's performance and calibration tests passed. The customer confirmed that there was no patient harm associated with the reported event. As an intervention, patient was placed on another ventilator.